Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2020, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2020, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 24-mar-2024, UDI#: (B)(4), product ID: 977a260, serial/lot#: (B)(6), ubd: 09-mar-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were high impedances and a loss of stim. Electrodes 0-7 had impedance values >40,000. Reprogramming was d one using electrodes 8-15; rep was able to capture patient's area of pain with stimulation. The issue was attributed to the leads. The cause is unknown, and the issue is ongoing, and the rep noted they would submit any new information that becomes available.